Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling the patient.

Event description:
It was reported that the arctic sun device was not cooling the patient. Per additional information received via email from julie swan on (B)(6)2019 , nurse danilo jataas noted that she believed therapy was discontinued because of the issue, as diclofenac infusion was started instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: adverse event or product problem, outcomes attributed to adverse event, type of reportable event.